Event description:
The patient received the scs trial system on (B)(6) 2011. It was reported that the patient feels the "leg jumping" effect upon increasing the amplitude. Patient also reported she feels her body temperature decreases when using the stimulator. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.